Event description:
Phone meeting with thermo fisher team and p&g team 2/3/2022. We discussed the initial set of data provided (attached) which shows that there are some tests where the accula results and the taqpath results did not align. Currently requesting additional data, additional data indicated high number of false positive results. Information reported by user is being reported as required by 21 cfr 803.

Manufacturer narrative:
Mesa performed analysis of the confirmed retain false positives and determined that contamination of manufacturing areas was the root cause. Corrective actions have been identified and implemented to control and ensure that contamination events are addressed. No adverse event occurred. Information reported by user is being reported as required by 21 cfr 803.

Manufacturer narrative:
Mesa performed analysis of the confirmed retain false positives and determined that contamination of manufacturing areas was the root cause. Corrective actions have been identified and implemented to control and ensure that contamination events are addressed no adverse event occurred. Information reported by user is being reported as required by 21 cfr 803.

Event description:
Phone meeting with thermo fisher team and p&g team 2/3/2022. We discussed the initial set of data provided (attached) which shows that there are some tests where the accula results and the taqpath results did not align. Currently requesting additional data, additional data indicated high number of false positive results. Information reported by user is being reported as required by 21 cfr 803.